Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Analysis of the returned device identified: underweight, crease flat, device appearance (observed 40 mm dark patch edge material inside gel device) and broken shell. A microscopic analysis was performed which identify a sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on the device due to an unidentified (tear) opening. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported "implant exchange from a textured to smooth breast implant due to the patient¿s concern with the product". Patient's husband reported "ruptured". This record is for the right side. Device has been explanted.

Event description:
Healthcare professional reported "implant exchange from a textured to smooth breast implant due to the patient¿s concern with the product". Patient's husband reported "ruptured". Patient representative reported "plaintiff was implanted with an allergan biocell textured implant. Thereafter plaintiff did not receive any update or warning from allergan any time before or after surgery about the clearly established link between allergan's biocell textured breast implants and bia-alcl. Plaintiff underwent removal surgery for the explantation of the biocell textured breast implants. Plaintiff had to pay out-of-pocket for the removal of the dangerous textured breast implants because allergan has refused to do so. Plaintiff has worried about the risks they face, has also been subject to out-of-pocket expenses in relation to seeking medical advice, evaluating the flawed product implanted into body, and seeking recommendations for future care and treatment. Plaintiff also continue to suffer from mental stress, anxiety, worry, humiliation, fear, concern and other personal and financial hardship due to the continuous fear of bia-alcl and aftermath from the suffering of bia-alcl. Plaintiff has had to take time away from work in order to seek medical treatment, advice, and consultation, and due to the stress and anxiety related to their flawed allergan implants. Plaintiff would not have had biocell textured breast implants implanted in them had the defendants honestly, fully, and completely disclosed the risks." This record is for the right side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation: "implant exchange from a textured to smooth breast implant due to the patient¿s concern with the product" and rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported "implant exchange from a textured to smooth breast implant due to the patient¿s concern with the product". Patient's husband reported "ruptured". This record is for the right side. Device has been explanted.